Manufacturer narrative:
Based on the current information provided, the root cause of the operative complications cannot be determined or is unknown. The surgeon confirmed there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. As of 29-oct-2021 a review of the site's complaint history does not reveal any related or duplicate complaints involving this event. A review of the system and instrument logs was not possible due to lack of procedure date and instrument information. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: within the journal article titled "asian journal of endoscopic surgery article titled, ¿robot-assisted enucleation of a giant submucosal tumor in the upper esophagus,¿ an operative complication (i.e. Mucosal damage) involving a da vinci surgical procedure was noted. The damaged areas were repaired by running sutures with absorbable barbed strings. Although the surgeon stated that there was no allegation that a malfunction of a da vinci system / instrument / accessory occurred during the surgical procedure that involved the operative complications, and there was no relationship between the da vinci system and the event; the cause of the mucosal damage is unknown.

Event description:
On 11-oct-2021, intuitive surgical, inc. (Isi) became aware of an asian journal of endoscopic surgery article titled, ¿robot-assisted enucleation of a giant submucosal tumor in the upper esophagus¿ (aritake, t., abe, t., et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. Per the article, "a (B)(6) woman presented with odynophagia and dysphagia of 6 months duration." Additionally, it was noted, "while the area of prior eus-fna was healed with granulation tissue present, careful attention was paid during dissection to minimize mucosal damage, although some mucosal damage did occur. After extirpation of the mass, the damaged areas were repaired by running sutures with absorbable barbed strings." On 18-oct-2021, isi contacted the surgeon and obtained additional information regarding the reported event. However, the surgeon stated that due to privacy issues, the surgeon would not provide a lot of information. It was reported that three of these exact same procedures have been performed at the site to date. Unfortunately, the surgeon was not willing to state which procedure was referenced in the article to protect personal information. The procedure date of this case remains unknown. These procedures were performed on da vinci xi system (B)(4). The surgeon said that there was no allegation that a da vinci system/instrument/accessory malfunction occurred during the surgical procedure that involved the operative complications. The intraoperative mucosal damage was not due to a da vinci product. The mucosal damage was repaired with stratafix®; ethicon inc., somerville, USA. It was confirmed there were no postoperative complications secondary to the mucosal damage, and there was no relationship between the da vinci system and the event. The surgeon did not provide the following information since it is the patient¿s personal information: date of the procedure, instrument usage, patient demographics.